Event description:
It was reported that the right ventricular lead remained straight after a curved stylet was inserted. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.